Manufacturer narrative:
The customer-reported issue was confirmed and reproduced during functional testing as the driver produced an unusual loud metallic sound for approximately 20 seconds. Despite the observed noise, the driver passed functional testing. The driver's frame was removed from the housings and a deeper inspection of the driver's internal components was performed. The cause of the noise was determined to be the outer case of the primary motor spinning in an uneven manner. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5147 follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver made a noise which woke the patient up from his sleep. The patient reported that he had not heard that sound before. The patient was switched to a backup driver and there was no reported adverse patient impact.